Manufacturer narrative:
Additional information was received that the right femoral approach was mildly calcified and measured 7-8 millimeter (mm) on average diameter. There was no misload identified. The inline sheath was used. The valve was recaptured three times due to the valve landing too high on the left cusp. After the third deployment, it was attempted to obtain a less inner curve trajectory by withdrawing the catheter to the descending aorta and turning the catheter a quarter turn. The fracture was noted soon after this maneuver and before the fourth deployment. No adverse patient effects were reported. Product analysis: upon receipt at medtronic¿s quality laboratory, the front grip components were detached from the delivery catheter system (dcs), the end cap/screw gear snap fit connected, and with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. A break in the capsule was observed at the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. One of the hooks of the front grip component was observed to be detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured three times due to sub-optimal positioning. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. After the third recaptures and prior to the fourth deployment, a capsule separation was noted. No fluoroscopy load check images or procedural cines were available for review. The delivery catheter system (dcs) was returned to medtronic for analysis. The device was received with the front grip components detached from the handle and damage was noted on the hooks of the front grip component. The description of the event does not indicate that the front grip separation occurred during the reported issue, and the cause of this damage cannot be determined. The front grip separation may have occurred during return transport for analysis. A break was observed at the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. There was no other evidence of damage observed on the subject dcs. Based on the investigation into capsule separations, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown. However, patient anatomy (vessel tortuosity and calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. The potential cause of the capsule break in this case cannot be determined with the information available. The system was able to be retrieved with no injury. A new valve was loaded to a new dcs and was successfully implanted. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after three recaptures with the first delivery catheter system (dcs), there appeared to be separation in the capsule portion of the dcs before the fourth deployment. The dcs was retracted to the descending aorta and rotated 1/4 turn to provide a better approach angle for the valve. The physicians discovered a fracture on the dcs and the dcs was immediately recovered from the patient. A new valve and dcs was implanted uneventfully. No adverse patient effects were reported.